Event description:
A report that the patient's precision system explanted was received. The physician is no longer practicing. In addition, the patient is declining to state any further info regarding the reason for explant.